Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). The device history record for zimmer skin graft mesher serial number (B)(4) was reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with the device. The record review found no issues with the device and all verifications, inspections, and tests were successfully completed. Using the machine-repair reports and the repair sites folders on livelink to query for all repairs on serial number (B)(4) prior to 13 june 2019, the device was noted to have not been previously repaired. Review of the complaint history found no other similar events related to the reported device; as such, no further additional action is required at this time. On 13 june 2019, it was reported that the ratchet handle for a mesher was not attaching correctly, causing the cutter to not rotate smoothly. The customer returned a zimmer skin graft mesher serial number (B)(4) as well as 1.5 cutter serial number (B)(4) for evaluation. Evaluation of the device on 21 june 2019 noted that the device was out of calibration, had a damaged comb, and was unable to properly latch closed. The returned cutter was found to not be sharp and the ratchet was noted to have passed visual inspection. Despite the found issues, however, the mesher was able to produce a passing mesh. Repair of the mesher occurred on 26 june 2019 and involved replacing the comb and the device was reassembled. The technician then recalibrated the device and verified that it was functioning as intended. The mesher was then returned to the customer without further incident. The device was tested, inspected, and repaired. The service technician found no issue with the ratchet handle during evaluation of the device and no issue with the cutter rotating on the device was mentioned nor a failure that would indicate it not rotating properly within the device. As such, a specific root cause of the ratchet not attaching to the device cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended per complaint trending procedure for any adverse trends that may warrant further action.

Event description:
It was reported that the skin graft mesher does not work properly. The ratchet handle could not be attached to the device properly and that is why the cutter was not rotating smoothly. The event occurred before surgery, during check. During investigation, it was discovered that the comb was damaged. No adverse events were reported as a result of this malfunction.